Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device emitted a burning smell when powered on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information provided. The device was returned for the reported issue of a burning odor noted at power on, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration and simulated therapy were performed. The sample analysis revealed that the direct cause of the problem was the power supply. The device was returned without power and the burning smell was most likely a blown fuse in the power supply which was replaced. Should additional relevant information become available, a supplemental report will be submitted.